Manufacturer narrative:
Device was received with a constant blank flashing white light on the lcd display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Missing segments or partial display not confirmed during testing. Unable to perform the self test, displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a flashing display. The customer¿s blood glucose level was 143 mg/dl at the time of the incident. Customer stated that the when she disconnected from her insulin pump her cat knocked the pump. Customer reported that the display was flashing. Customer stated that the insulin pump was dropped and the insulin pump screen was flashing when the screen was turned on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.